Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information stated that the patient did not have symptoms of arrhythmia. The arrhythmia did not result in clinical compromise and was not sustained. They did not have a history of arrhythmia pre-lvad. The arrhythmia in this event was not thought to be device or therapy related. The ICD was implanted before lvad implant. The arrhythmia resolved. Exchanging the system controller resolved the connection issue.

Manufacturer narrative:
Section d4: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 "introduction" of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii lvas. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient arrived with implantable cardioverter defibrillator (ICD) shocks. The ventricular assist device coordinator attempted to place the patient on a system monitor, but the system controller would not connect to heartmate touch monitor or an old system monitor. After the coordinator discussed with clinical specialist and engineer; a system controller exchange was performed, without any adverse events.

Manufacturer narrative:
Section a: additional patient information was requested, information not yet provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.